Event description:
It was reported there was a pocket fill. On (B)(6), 2012, patient was seen for a pain pump medication refill. After access was obtained and medication withdrawn, the new medication was being placed into the pump when the provider met resistance. The provider immediately stopped and it was determined that a portion of this medication had gone subq. IV access was obtained, and narcan was given. The patient hemodynamics were monitored until arrival of ems and patient was safely transported. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received later noted that the patient was monitored in the hospital following the partial pocket fill during pump refill until release. The patient was doing fine now.

Event description:
This pocket fill event was also reported under manufacturer report# 3007566237-2012-01380 [it was reported that a facility had a pocket fill in the past 6 months. Additional information has been requested, but was not available as of the date of this report]. Any additional information received will be reported under manufacturer this manufacturer report number (#3004209178-2012-02193).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, lot# n181554003, implanted: 2009-(B)(6), (B)(4).